Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned with no allegation. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.